Manufacturer narrative:
The unit has been evaluated by the manufacturer, but the user facility has not provided a purchase order to authorize any repairs.

Event description:
Allegedly the worm drives pushed themselves down past the casters and dug into the floor, so the bed could not be moved. They reportedly had to use a furniture dolly to remove the bed after transferring the ICU patient to another bed. It was reported that the sensor coil cord was damaged, causing the bed to lose its limits. On (B)(6), 2015, it was further reported a maintenance engineer at the user facility reported a back injury related to this event. The severity of the alleged injury is not known, but he was evaluated by an orthopedic surgeon, and received increased pain medications. The maintenance engineer was said to have a pre-existing back injury.